Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4068 lead implanted: 2000 (B)(6). (B)(4).

Event description:
It was reported that the patient experienced an episode of syncope. The device will be checked and remains in use. No further patient complications have been reported as a result of this event.